Manufacturer narrative:
It was reported that the cautery device sparked during a basal cell carcinoma removal on a nose. The device was removed from the field and replaced. The sample was not returned for evaluation. Without the sample we are unable to determine if the cautery tip was seated properly. The generator was set at coag 30. There was no serious injury or additional medical intervention provided. A root cause has not been determined. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the cautery device sparked during a procedure.